Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right atrial (ra) lead. The issue will be resolved by replacing the ra lead. Further information was requested but not available. The patient was in stable condition and experienced no adverse health consequences.